Manufacturer narrative:
H.6. Investigation summary: it was reported there were white chips in the shield. To aid in the investigation, one sample with no packaging blister and five photos were received for evaluation by our quality team. A visual inspection was performed and there is a loose particle of dried epoxy that is 3/16"x1/8". One of the sides of the particle has a shaped suggesting it was adhered to the needle. The photos provided show the sample received. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the epoxy drip over on the needle. A device history record review was completed for provided material number 305180, lot 2175393. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. This defect appears to be occurring at or below its expected frequency. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd® blunt fill needle 18 g x 1 1/2 in. Single use, sterile foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about fm in the cap. When the cap was removed to use the product, fm (white chips) were found inside the cap.